Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 3/4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown, therefore, a batch review was not performed. The review finds the labeling adequate for the potential use error(s) in the complaint. An individual trend revue was not performed. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 3 of 4. The baxter technical service representative (tsr) assisted the care giver (cg) to cycle the machine and a system error 2367 occurred. The tsr informed the cg to use a manual bag and inform the nurse of the error. The cg said that the home patient (hp) catheter came off the patient line and then the hp reconnected to the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on (B)(4) 2011 regarding the system error 2240 alarm. The cg stated that the issue was resolved by ending therapy and completing a manual exchange, however, the cause of the alarm was due to the patient line disconnecting from the transfer set. The cg said that the home patient (hp) woke up to the hc alarming and then reconnected. The hp then realized that was not proper procedure. She clamped off the line, disconnected from the patient line and capped off her transfer set. The cg verified that there were no other disconnections, loose connections or defects on the supplies. The cg said that he does not know how or why the patient line disconnected. The cg said that the hp went to the hospital the next morning and stayed the night to be monitored. The hp's transfer set was changed out and was given an antibiotic. Per cg, the hp did not receive any injury as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.